Event description:
(B)(6) study. It was reported that a stroke occurred. On (B)(6) 2020, the patient was administered 75 mg aspirin and 75 mg clopidogrel prior to the implant procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 24.0 mm. The patient was discharged on aspirin and clopidogrel. The investigational site post-implant echo assessment dated (B)(6) 2020 revealed a complete seal and no evidence of pericardial effusion. On (B)(6) 2020, the patient had sudden onset knee pain, fell to the ground and was found aphasic. Paramedics were called. The patient presented to the hospital by paramedics with right sided weakness, mild oropharyngeal dysphasia, and dysarthria. Physical assessment revealed weakness was more in upper limb than lower limb and reduced proprioception bilaterally through lower limbs with poor vision more likely due to poor muscular degeneration (historic). However, function in the right arm was found preserved. At the time of event, the patient was on aspirin and clopidogrel. On the same day, the patient was hospitalized for further treatment and management. On (B)(6) 2020, a CT head non-contrast revealed stable appearances of the right cerebral hemisphere with chronic gliotic changes and ex vacuo enlargement of the right ventricle. No evidence of interval change in the left cerebral hemisphere, edema or mass-effect and no intracranial hemorrhage was detected. Speech and language assessment revealed slight difficulties with higher level tasks, main impairment was moderate dysarthria which significantly impacted speech intelligibility. However, upon initiation of therapy the patient was able to increase intelligibility with dysarthria strategies. The patient was diagnosed with cerebral vascular accident (cva) with an onset date of (B)(6) 2020 and the etiology of the event was ischemic. On (B)(6) 2020, aspirin was discontinued. On (B)(6) 2020, swallow assessment revealed mildly reduced bolus control and build-up of residue in pharynx which due to oropharyngeal dysphagia. The patient was given swallow recommendations included normal fluids (small sips), level 7a easy to chew diet and full set up to eat and drink. On (B)(6) 2020, chest x-ray revealed evidence of small right sided pleural effusion. The patient also developed hospital acquired pneumonia and was treated with IV antibiotics on the same day in response to the event. Progress notes stated mild improvement in dysarthria and well managed mild oropharyngeal dysphasia, however patient developed bilateral lung volume pulmonary embolism. On (B)(6) 2020, cta pulmonary confirmed evidence of large volume of bilateral pulmonary embolism with features of right heart strain with moderate pleural effusion and major occlusion of the right main pulmonary artery is present, however no evidence of pericardial effusion. On (B)(6) 2020, ultrasound of the abdomen revealed gallbladder with multiple small mobile uncomplicated stones. During the inpatient stay, improvement in some upper limb was noted and the patient was recommended exercises to improve both the upper and lower limb strength. On (B)(6) 2020, the patient was discharged on clopidogrel and rivaroxaban to a rehabilitation/skilled nursing facility in order to find a long-term placement as the patient was struggling with the cognition.